Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of being unable to read the screen of insulin pump. The customer¿s blood glucose level was unknown. Customer reported pump screen does not seem as bright, it seems fade and is hard to read. The customer was assisted with troubleshoot. Customer reported that there was a crack on the right hand side of the screen. Customer reports damage to the pump. Customer also reported that the time on insulin pump was five minutes off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit display properly and no fade or display anomaly noted. Unit was received with normal operating currents and passed self-test, unexpected restart error test. Also, unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit was programmed correct time/date and monitored twelve days. No time/clock anomaly noted. Unit had minor scratched lcd window, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker. No cracked lcd window noted.